Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc quantum apex balloon catheter. There was a 15mm tear in the balloon material. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The inner within the balloon was kinked and flattened. There were numerous hypotube kinks. The distal tip was damaged. The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon pinhole occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 12mm x 4.50mm nc quantum apex balloon catheter was advanced for dilation. However, when the balloon was inflated at 18 atmospheres, a balloon pinhole was noted. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient&#38112;status was good.